Event description:
The issue "poor insufflation" occurred before a diagnostic procedure. The procedure was completed with a similar device. There were no patient complications.

Manufacturer narrative:
This report is being submitted for additioal information provided by the customer. The investigation is ongoing. A supplemental will be submitted in completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being submitted for additional information received regarding device evaluation. Please see updates to d9, h4 and h10. A device evaluation revealed, neither air nor water at the output of endoscope was observed due to a clogged nozzle. The distal end cover had scratches. Biopsy channel and stopper was exchanged as preventive maintenance. Knob exhibited play and reduced angulations. Key top was worn out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as black plastic - however, this material could not be further identified. As there was no noted physical damage at the point where the foreign material was detected, nor any detected deviation from the instructions for use at the facility, a further cause of the suggested phenomenon could not be presumed. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "¿¿inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. ·inspection of the endoscopic system. - inspection of the air-feeding function. - inspection of the objective lens cleaning function". The user may reduce/prevent occurrence of the suggested event in accordance with the following IFU: "·if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. ·to prevent clogging of the air/water nozzle, always use the air/water (a/w) channel cleaning adapter to clean the air/water channel after each use." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope exhibited no insufflation. The device was returned and it was noted, the nozzle was clogged with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The returned device was evaluated and it was noted the device exhibited reduced angulation. The adhesive part of the bending section cover was worn out. Defects were noted in the distal end and switch. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.